Manufacturer narrative:
An event regarding periprosthetic fracture involving an exeter stem was reported. The event was confirmed. Method & results:-device evaluation and results: the reported devices were not returned for evaluation, however an image was provided. The device is assembled with a femoral head, the tip of the stem is not visible. Apart from the biological debris, the device is unremarkable. -medical records received and evaluation: review of medical records by a consulting clinician indicated: "the hip is reduced and a long oblique fracture of the femur going from 2-centimeters distal to the greater trochanter laterally ending medially at the base of the cement approximately 3-centimeters distal to the tip of the stem is noted. There is no evidence this post-traumatic periprosthetic femoral fracture was the result of factors of faulty component design, manufacturing or materials." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies.-complaint history review: there have been no other similar events for the reported lot. Conclusions: review of medical records by a consulting clinician confirmed the event, however, the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.no further investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient states while playing tennis felt a "pop" in his left leg hip and felt his leg "give out". Had pain down his leg immediately after and couldn't walk. Ems was called and patient was taken to (B)(6) ER.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient states while playing tennis felt a "pop" in his left leg hip and felt his leg "give out". Had pain down his leg immediately after and couldn't walk. Ems was called and patient was taken to (B)(4) ER.